Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had high blood glucose level. Customer¿s blood glucose level was 300 mg/dl to 439 mg/dl. Customer treated with injection for high blood glucose level. Customer reported various blood glucose level within the mentioned range at different time. Customer reported that they performed high-pressure test and the self-test, which was passed successfully. Customer reported that they had symptoms like vomiting due to high blood glucose level. The insulin pump will not be returned for analysis.